Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for probable atrial fibrillation (af) with rapid ventricular response and aberrancy. Wavelet originally tried to withhold, qrs percentage changed and therapy was delivered. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.